Manufacturer narrative:
H3: product analysis of the device was updated and concluded that the power management board along with crm board had a failure. H6: code of fdc d20 is applicable for product ID: nim4cpb1, serial/lot #: p2026871/222904766 and product ID: nim4cpb1, serial/lot #: p2026869/222904702. H6: previously applied code of fdc d14 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), ubd: UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6) is (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the nim vital was not charging in the left dock of system console and not connecting with pi boxes. Tried a wired and wireless connection with no change. Rebooted console and pi boxes; docked and undocked the pi boxes; and reseated the pi box cable with no change. When the pi box cable was plugged in, it was still showing the blue wireless symbol blink. There was no apparent physical damage to the cable or its ports. There was no patient involved.

Manufacturer narrative:
H3: product analysis of the device concluded that the power management board had a failure. H3: product analysis for product ID: nim4cpb1, serial/lot #:(B) (6) and product ID: nim4cpb1, serial/lot #: (B)(6) concluded that there was no fault found. H6: codes of fdr c19 and fdc d14 is applicable for product ID: nim4cpb1, serial/lot #:(B) (6) and product ID: nim4cpb1, serial/lot #: (B)(6) concluded that there was no fault found. H6: previously applied codes of fdm b21, fdr c21 and fdc d16 are no longer applicable. H6: previously applied additional code of img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.